Manufacturer narrative:
Additional information was received that log review found no indication of equipment failure. Equipment was checked and found to function within manufacturing specifications. Reported event was not duplicated. The reported event would be noted during pre-use testing as contained in the user manual. If battery is depleted, ventilation of the patient can continue in manual mode.

Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture was unavailable at time of MDR filing. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported that during a case, the unit shutdown resulting in the loss of mechanical ventilation. There was no report of patient injury.